Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic low anterior resection, there was no correct b-form at the distal 2cm of the staple line of the two reloads. It was reported that the first reload had unloading problem and was still in the instrument. Perianal preparation and anastomose was performed had to be done to prevent permanent impairment of function. Rectum was sutured. The surgical time was extended for one hour and thirty minutes. The patient hospitalization was extended for about a week.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the cartridge revealed that the loading unit was fully fired. The anvil of the loading unit was bowed, and the knife bar assembly was buckled. Due to the noted damage no functional testing was performed. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of the bowed anvil and buckled knife bar assembly may occur under the following conditions firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. " preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.